Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that during a lumbar fusion case the tip of the thoracic probe broken off. The surgeon was able to retrieve the tip and there was no harm to the patient. The resulting surgical delay was 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue was suspected to have been caused by excessive force when in the cortical bone.